Event description:
It was reported that a patient experienced an acute renal failure it was reported that a patient who underwent an ablation procedure with farapulse on (B)(6) developed acute renal failure following the procedure, prior to discharge. The patient underwent one dialysis session on (B)(6), after which the condition stabilized. The event was identified during the procedure. No device issues were reported. The device was disposed of and is not available for return or laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.